Event description:
It was reported by service report that the scale was inaccurate. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results code: load cell.